Event description:
It was reported that rn called for troubleshooting help. They were loaded and ready for transport. Rn stated she has worked with our pumps forever and fairly confident in her troubleshooting, but pump is alarming multiple different alarms including "cpu (central processing unit) failure." Rn wanted to know if she can transport with the pump. Clinical support specialist (css) asked rn to identify alarm currently on screen. Rn stated she has had fiberoptix sensor (fos) alarms, leak alarms, system error and main cpu alarms. Css first verified no blood present in catheter tubing. Css had rn check status codes for alarms and 13/25 were currently displayed. Rn stated that tank is full (blue bar graph to the top- 486 psi in show status). Fos out of range alarms were also on screen (this is not a fo catheter and no fo cal key or slide is connected); screen was also "locking up." Css had rn power down and power up pump. Rn stated she had done this several times with no improvement. During the conversation, on one of our attempts, pump was pumping without alarms. Css told rn that based on the fact that she is leaving to transport, css would switch out pump because pump could fail again. Rn stated this was not an option and wanted to know what she could do if it started doing it again. Css explained that rn could power off and back on (reset), like previously done. Css also walked rn through manual inflation should pump fail and explained that this process would be able to keep the catheter from clotting until they arrived at another pump. Rn verbalized understanding. Css asked rn to please call back directly upon arrival to follow up and also make sure that pump is pulled. At 0034 est, rn called css back. They had arrived at hospital and pump is not in cvicu storage closet with a flag. Rn stated that pump alarmed system error several times during flight and at one point had nothing but white lines on screen. Rn also had cpu failure message and all the lights flashing on screen. Rn was able to reset each time and pump. Rn stated that patient was stable and did well during transport.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.